Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, eventually going out of range. The health care professional (hcp) questioned if this patient can undergo an magnetic resonance imaging (MRI). Technical services (ts) advised as long as there is no evidence of a lead fracture which the hcp stated there is not. This rv lead remains in service at this time.